Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. However, no investigation/troubleshooting could be possible for this complaint as the user did not wish to complete the troubleshooting process. No further information was available for this complaint.

Event description:
On february 21, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.